Manufacturer narrative:
Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. Upon evaluation of the sample it was observed to be intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor saline breast prostheses on (B)(6) 2019. Mentor received both explanted devices and they both have the same lot number engraved on them. During product analysis, it was observed that both received devices have a rupture. The mentor product analysis lab concluded that both the left and the right breast prostheses had deflated. This medwatch report is for the right breast prosthesis.